Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraine prior to essure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the migraine, genital haemorrhage, menstrual disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: inconclusive as both fallopian tubes were obscured by the pelvic venous plexus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the myometrium of the right and left cornu are two essure devices') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, uti, migraine headache, back pain, genital bleeding, abdominal pain, hormonal imbalance, cyst of ovary, painful periods, fatigue, menorrhagia, metrorrhagia, menometrorrhagia, gestational hypertension, bladder infection, pelvic pain female, paratubal cyst, nausea and hypothyroidism. No history of migraine prior to essure. Previously administered products included for an unreported indication: depo provera, macrobid, synthroid, primrose, acetaminophen-hydrocodone, ibuprofen, levothyroxine and docusate. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("unusual periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, migraine, genital haemorrhage, menstrual disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, embedded device, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: one coil visible at the left ostia and 2 coils visible at the right tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: inconclusive as both fallopian tubes were obscured by the pelvic venous plexus. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received: event "essure micro-insert embedded in myometrium", medical history, patient date of birth, patient demographic, reporter information were added. Lab data was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the myometrium of the right and left cornu are two essure devices') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, uti, migraine headache, back pain, genital bleeding, abdominal pain, hormonal imbalance, cyst of ovary, painful periods, fatigue, menorrhagia, metrorrhagia, menometrorrhagia, gestational hypertension, bladder infection, pelvic pain female, paratubal cyst, nausea and hypothyroidism. No history of migraine prior to essure. Previously administered products included for an unreported indication: depo provera, macrobid,, synthroid, primrose, acetaminophen-hydrocodone, ibuprofen, levothyroxine and docusate. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), genital haemorrhage ("excessive bleeding/ unusual bleeding"), menstrual disorder ("unusual periods"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, migraine, genital haemorrhage, menstrual disorder, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: one coil visible at the left ostia and 2 coils visible at the right tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: inconclusive as both fallopian tubes were obscured by the pelvic venous plexus. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: lawyer was added. Cramping was added as a event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('embedded within the myometrium of the right and left cornu are two essure devices') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, uti, migraine headache, back pain, genital bleeding, abdominal pain, hormonal imbalance, cyst of ovary, painful periods, fatigue, menorrhagia, metrorrhagia, menometrorrhagia, gestational hypertension, bladder infection, pelvic pain female, paratubal cyst, nausea and hypothyroidism. No history of migraine prior to essure. Previously administered products included for an unreported indication: depo provera, macrobid,, synthroid, primrose, acetaminophen-hydrocodone, ibuprofen, levothyroxine and docusate. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("severe migraines"), genital haemorrhage ("excessive bleeding/ unusual bleeding"), menstrual disorder ("unusual periods"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, migraine, genital haemorrhage, menstrual disorder, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, embedded device, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: one coil visible at the left ostia and 2 coils visible at the right tube ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: inconclusive as both fallopian tubes were obscured by the pelvic venous plexus.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.